Event description:
The medial 8mm poly insert dislodged from the tray anteriorly when the knee was brought through range of motion intraoperatively. Surgeon inserted the medial 7mm poly insert to complete the surgery. The insert remained seated through range of motion testing. Surgeon was abel to proceed with no adverse effect to pt.

Manufacturer narrative:
The medial 8mm poly insert dislodged from the tray anteriorly when the knee was brought through range of motion intraoperatively. Surgeon inserted the medial 7mm poly insert to complete the surgery. The insert remained seated through range of motion testing. Surgeon was able to proceed with no adverse effect to pt. Review of the device history record indicates that the device was manufactured to specification.